Event description:
It was reported that the left ventricular lead was unable to capture and increasing the output caused diaphragmatic stimulation. A chest x-ray was taken and was found to be normal. The lead was explanted and replaced. No further patient complications have been reported as a result of this event. The patient is a participant in the system longevity study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.